Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient was charging yesterday they noticed a thermometer appear on the recharger screen. It was noted the patient had gone maybe 30 hours or a 1.5 days without stimulation. It was further noted the patient had gone a day without stimulation before and it was fine. The reporter stated that was not the case today. The reporter further stated they normally charge the implantable neurostimulator (ins) when needed. It was noted the patient stated they were told before that they would have to go at least two days without stimulation before there would be a problem. It was further noted that normally when the patient charged they got a screen that said the ins was fully charged. The reporter stated the ins showed tear drops coming out. The reporter further stated this time they had a picture of the ins with the water works and the thermometer. It was noted the patient did not have a follow up healthcare professional at this time. Additional information was requested, but was not available as of the date of this report.